Event description:
Two hrs into hemodialysis treatment a separation occurred on the bloodline between the main tubing and the bottom port of the venous chamber. MDR is filed for estimated blood loss of 150cc. No pt injury or need for medical intervention is reported.